Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning¿. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ in this case, retrieval was attempted after 175 days following implant.

Event description:
According to the notice received by way of a civil action complaint filed on march 14, 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2010 by dr. (B)(6) at (B)(6) to prevent a pulmonary embolism. The patient had a scheduled removal approximately 5 years and two months later, on or about (B)(6) 2015. The physician (s) discovered the apex of the filter was along the sidewall of the vena cava and could not be retrieved. During the attempted retrieval, a leg of the filter near the apex broke off and has now allegedly become lodged in her left central lung field. The patient alleges that the implanted fracture poses numerous risks, including that the fracture could become further embedded, could migrate, fracture or perforate the vena cava or surrounding vital organs or spinal column. Argon¿s attorneys are attempting to gather information.